Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the trachea during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician had difficulty passing through the cartilage on the second pass. Upon further inspection, it was noted that the distal tip of the needle was bent. The physician switched to a 22ga expect pulmonary olympus needle thus completing the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.